Event description:
It was reported that during use of the vitalflow console instrument, there was a significant increase in pressure differential (delta p) from 50 to 70, with a suspected clot in the pump head that was believed to have moved forward to the preoxy. An e10 alarm, which is a protective alarm that stops the flow, was triggered, resulting in flows stopping for approximately 15-20 seconds. A loud noise was heard coming from the motor, which resolved after the return of flow. The patient remained on the same amount of support after the event and had been on support for 41 days at the time. The patient subsequently died, with the death noted as presumably unrelated to the event. An attempt to retrieve data from the console was in progress at the time of the report. It was determined that the console and motor drive should be changed. No patient complications have been reported as a result of this event. Medtronic received additional information that when the case logs were reviewed, the customer noticed that there was an e60 onset alarm that appeared about a minute before the e10 onset and then it cleared after the e10 cleared.

Manufacturer narrative:
Note: medical safety specialist reviewed the event information and concluded that there is no evidence to suggest that the patient¿s death was causally related to the device event involving the vitalflow console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the patient passed away approximately one week after the submission of this report due to acute hypoxic respiratory failure. The replacement pump used was a vitalflow centrifugal pump. Correction d3: MFR name and address updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.